Event description:
The customer returned the 550 ventilator for evaluation. During co functional test, enough liquid oxygen leaked from the blown diaphragm in the relief economizer valve during and after fill to potentially cause a serious injury should this malfunction recur. Co svc tech also reported that the quick connect and secondary relief valve leaked, the female adaptor was cracked, and the vent valve was corroded. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr. A corrective action has been implemented on units mfg after 11/22/94 which replaced the relief economizer valve diaphragm with a more durable material.